Event description:
Pt underwent bilateral knee replacement in 1997. On follow up in 2000 there was some medical narrowing on right knee x-ray pt under went surgery in 2000 for revision of right tibial insert. At the time of surgery it was diagnosed as a completed failure of tibial component, severe proliferative reactive synovitis.